Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the malposition and pvl cannot be confirmed, it is possible procedural factors (the pigtail stuck in the sinus causing downward pressure on the flex catheter) or patient factors (patient had a narrow sinotubular junction with calcification present and effaced sinuses) may have caused or contributed to the valve landing too ventricular with subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure, post deployment, the 20mm sapien 3 ultra valve position was too low (50:50 aortic/ventricular) in the native aortic annulus. Moderate paravalvular (pv) leak was noted by angio and the decision was made to add additional volume of 2cc and post dilate. The pv leak persisted and a second valve was prepped and deployed at a higher position (80:20 aortic/ventricular). Upon deployment of the second valve, pv leak was reduced to trace at most by tee. The patient's pressure did drop momentarily and recovered immediately after deployment of the second valve. The patient left the procedure with no other complications. Per the fcs, this patient had a narrow sinotubular junction with calcification present and effaced sinuses. After review of the films, it appears that the pigtail stuck in the sinus causing downward pressure on the flex catheter as it was being pulled back.